Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the experienced upstream occlusion alarm which was not reproduced. Further evaluation tested the device with passing results. The device was calibrated to ensure accurate occlusion detection.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the upstream occlusion message. There was no patient involvement.